Event description:
Bedside registered nurse was reversing lines on baxter prismax continuous renal replacement therapy (crrt) system due to extremely negative access pressures. Crrt was stopped and after reversing the lines the access was even more negative. Registered nurse (rn) stopped crrt again and returned the lines to their initial position. During this step, the circuit sucked air. Rn was unable to remove air from filter prior to the filter clotting and the blood was unable to be returned to the patient. Filter was taken down and a new filter set up. The patient remained hemodynamically stable the entire time with no increase in pressor requirements. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Bedside registered nurse was reversing lines on baxter prismax continuous renal replacement therapy (crrt) system due to extremely negative access pressures. Crrt was stopped and after reversing the lines the access was even more negative. Registered nurse (rn) stopped crrt again and returned the lines to their initial position. During this step, the circuit sucked air. Rn was unable to remove air from filter prior to the filter clotting and the blood was unable to be returned to the patient. Filter was taken down and a new filter set up. The patient remained hemodynamically stable the entire time with no increase in pressor requirements. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Bedside registered nurse was reversing lines on baxter prismax continuous renal replacement therapy (crrt) system due to extremely negative access pressures. Crrt was stopped and after reversing the lines the access was even more negative. Registered nurse (rn) stopped crrt again and returned the lines to their initial position. During this step, the circuit sucked air. Rn was unable to remove air from filter prior to the filter clotting and the blood was unable to be returned to the patient. Filter was taken down and a new filter set up. The patient remained hemodynamically stable the entire time with no increase in pressor requirements. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). Mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.